Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Reportedly, the customer over filled the cartridges. Customer¿s blood glucose was approximately 200 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.